Event description:
The patient was revised because of pain.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests were conducted for additional investigational inputs. The investigation could not draw any conclusions about the reported event; however, intraoperative findings by the physician suggest that the patients pain was due to excessive bone formation of the bone prosthetic margins, specifically the posterior capsule, and not product related. Based on the inability to determine a root cause and no evidence suggesting product error was a contributing factor, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.